Event description:
Needle was broken off while injecting insulin [medical device complication] case description: this spontaneous case, reported by a consumer as "needle was broken off while injecting insulin", concerns a pt (gender unk) using a novofine 30g needle due to type ii diabetes mellitus. In 2006 the pt administered insulin (type unk) using a novopen 3 insulin delivery device and a novofine 30g needle, which had been used 23 time before. The needle broke off in the pt's abdomen. The pt was admitted to a hosp, where an x-ray examination visualised the needle in the pt's abdominal region. The needle was removed surgically. After surgery, the pt experienced bleeding and remains hospitalised. Reportedly, the pt has not yet recovered from the event.